Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 36 hours after insertion of the intra-aortic balloon (iab), the pump alarmed for possible helium loss alarms. As a result, iab was removed. Patient reported stable without iab support. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that after 36 hours after insertion of the intra-aortic balloon (iab), the pump alarmed for possible helium loss alarms. As a result, iab was removed. Patient reported stable without iab support. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer pictures provided with the complaint report. The root cause of the helium loss alarm is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. A non-conformance has been initiated to further investigate the cause.